Event description:
It was reported the patient appeared ¿sleepy.¿ a dye study and rotor study were performed and the pump was replaced. The catheter was okay. There was no patient injury and the patient recovered without sequelae. It was noted the pump was switched to minimum rate mode for analysis. Analysis of the pump was requested.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4).

Manufacturer narrative:
Concomitant product: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.